Manufacturer narrative:
The field service engineer found problems with the clips on the rinse head units. The probes were not springing back down and there was crystallization on some of the rinse probes. Cells were overflowing with liquid. The issue was resolved by the engineer and precision studies were performed. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Medwatch field UDI number : (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. The initial values were reported outside of the laboratory to the doctor. The doctor did not believe the results and asked for the samples to be repeated. The samples were repeated at a second laboratory on a second c 702 analyzer. No units of measure were provided. The first sample initially resulted with a calcium value of 1.34, which repeated as 2.33. The second sample initially resulted with a calcium value of 1.51, which repeated as 2.15. The third sample initially resulted with a calcium value of 1.12, which repeated as 2.04. The calcium reagent lot number and expiration date were requested, but not provided.